Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2020, the patient was in bed with cramps and had blue skin. Her mother gave her an injection of glucagon and called for an ambulance. Paramedics arrived shortly afterwards and transferred the patient by helicopter to the hospital. The patient¿s mother stated that after the paramedics arrived the patient's cgm displayed a value of 110 mg/dl with a trend arrow indicating that the patient would be critically low in 20 minutes. The patient¿s mother did not take a comparative fingerstick measurement at this time but stated that she believed her daughter's blood glucose level must have been around 20 mg/dl. At the hospital, the patient was treated with unspecified fluids via intravenous (IV) therapy and her condition improved after the first day of being at the hospital. She remained in the hospital for three more days for further observation and monitoring and was released on (B)(6) 2020. She was in stable condition at the time of contact. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.